Manufacturer narrative:
This complaint was never reported by the facility to gyrus acmi. At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful. As a result, a determination can not be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.